Manufacturer narrative:
Product evaluation revealed a slight kink in the cannula and no other pump defects. Hemolysis was also reported but no evidence is provided showing that it is related to impella, and the relationship to impella could not be confirmed by the physician or testing. Thus, the relation is unknown.

Event description:
The complainant reported a (B)(6) asian male had impella cp pump inserted in the right femoral. The patient also had extracorporeal membrane oxygenation (ECMO) inserted, had hemolysis and as a result haptoglobin was administered.